Event description:
During a laparoscopic cholecystectomy on an unknown date with an unknown surgeon a dsc12 was opened onto the sterile field. The scrub nurse opened and closed the scissors and noticed a small tear in the insulation. They did not feel it was safe to use the device. A second device was opened to complete the case. There was no consequence to the pt.